Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly the device malfunctioned. The device was explanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Reportedly the device malfunctioned. The device was explanted.